Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported a lead diagnosis was undertaken where it was revealed the right lead had low impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was investigated. The lead remains implanted and further surgical intervention may be undertaken to address the issue.